Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, app keeps looping and not accepting sensor code occurred. Data investigation completed on (B)(6) 2019 confirmed a transmitter failure occurred. The probable cause is low transmitter battery. No additional event or patient information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.